Event description:
The surgeon reported that on several occasions, he has observed particles from the steristrip enter pts' eyes. These particles are not always visible during the surgery, and therefore may remain in the eye, which increases the risk of infection and inflammation. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause anaylsis is in progress. This report mailed in to FDA on: 11/20/2007.